Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that the device tip and the guidewire unraveled, and it is possible to see the tissue on the catheters tip. The device was not returned; therefore, the reported guidewire stuck issue cannot be established due to lack of evidence. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, when moving from the right inferior pulmonary vein (ripv) to the right superior pulmonary vein (rspv), the guidewire broke inside the catheter, so physician brought the device back into sheath and out of the body. Tissue was seen on the tip of the catheter or guidewire. A new device was used to complete the procedure. No patient complications occurred. The catheter was disposed of and not expected to be returned. It was further reported that the guidewire was a non-boston scientific cook rosen guidewire.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, when moving from the right inferior pulmonary vein (ripv) to the right superior pulmonary vein (rspv), the guidewire broke inside the catheter, so physician brought the device back into sheath and out of the body. Tissue was seen on the tip of the catheter or guidewire. A new device was used to complete the procedure. No patient complications occurred. The catheter was disposed of and not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.